Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the heart lung machine (hlm) electronic patient gas system (epgs) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team set up and calibrated the epgs without issue for the procedure. During the cpb procedure the perfusionist received a message and alarm on the central control monitor (ccm) that stated 'air supply pressure low'. To troubleshoot the unit, he temporarily went to an oxygen (o2) gas tank. After he was comfortable delivering o2 to the patient, he checked all wall source connections, and noted that there were no leaks or kinks in the gas lines. He additionally had hospital facilities come up to the operating room immediately and they confirmed there was no gas pressure issues in the operating room or within the entire hospital. Once he was able to determine that he was able to manually control the gas blender mixture and sweep rate, he switched back to the epgs without issue and continued the case without issue with manual controls. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
Per data log review on (B)(6) 2021 at 05:46:26 a perfusion screen was opened. Both air and o2 pressures were in range. 05:48:53 calibration was successfully performed, 08:04:19 flow was set to 2.5 liters per min (l/min), 08:10:19 fraction of inspired oxygen (fio2) was set to 0.592 (59.2%), 08:14:12 air pressure dropped to 0 pressure per square inch (psi) 'low air pressure' alarm, 08:15:30 fio2 was set to 0.732 (73.2%), 08:15:40 fio2 was set to 1.0 (100%), 08:16:36 fio2 was set to 0.794 (79.4%), 08:21:00 flow was set to 5.77 l/min, 08:24:41 flow was set to 7.6 l/min, fio2 was set to 0.616 (61.6%), 08:32:43 blending gas changed from air to 95/5 and back to air, 08:32:53 fio2 was set to 0.21 (21%), 08:33:21 fio2 was set to 1.0 (100%), 08:34:18 flow was set to 11.99 l/min (with the knob), fio2 set to 1.0 (100%), 08:40:58 fio2 was set to 0.624 (62.4%), 08:56:13 flow was set to 10.09 l/min (with the knob), 09:24:23 flow was set to 12.19 l/min (with the knob), 09:48:04 flow was set to 9.44 l/min (with the knob), 10:08:12 flow was set to 11.44 l/min (with the knob), 10:44:53 flow was set to 9.69 l/min (with the knob), 10:55:02 flow was set to 10.94 l/min (with the knob), 11:09:10 flow was set to 9.04 l/min (with the knob), 11:12:08 flow was set to 8.19 l/min (with the knob), 11:20:37 flow was set to 7.15 l/min (with the knob), fio2 set to 0.833 (83.3%), 11:52:30 flow was set to 7.9 l/min (with the knob), 12:51:37 air pressure drops to 0 psi 'low air pressure' alarm. 12:51:54 flow was set to 0. 12:58:02 the perfusion screen is exited. The log shows two 'air low pressure' alarms occurred, one at 08:14:12 and another at 12:51:54. The log does not show how long the 'low pressure' alarms lasted or when pressure came back into range. The log confirms the complaint.

Manufacturer narrative:
The field service representative (fsr) verified the message displayed on the perfusion screen. While investigating, it was communicated that a power outage had occurred two times at the user facility at approximately 8:10am and 8:20am. At 8:14am the ¿low air supply pressure¿ alarm occurred. A possible cause of the alarm was a drop of air pressure greater than 18 pounds per square inch (psi). Release testing was performed twice on the epgs with no issues found. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a 'air supply pressure low' message. As a result, the fraction of inspired oxygen (fio2) was manually increased on the electronic patient gas system (epgs). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.